Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019, due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Per reporter on 09/nov/2020, "the surgeon doesn't plan on implanting another lens."